Manufacturer narrative:
Testing / inspection - no product was returned. If the product is returned, smiths medical will reopen this complaint for further investigation. Complaint was not confirmed.

Event description:
It was reported that a facility reported multiple nd alarms; pump volumes when alarmed were as follows: one was just prepped, one had 45ml left and the last had 98ml left. No patient injury was reported.